Event description:
Mr. (B)(6) from (B)(6) - patient reported via (B)(6) - (B)(4) brand communication that: "I will like to get some characteristics about your products. I was operated on (B)(6) 2009 and my doctor installed instead of my right knee your following products: (B)(4). Before my surgery I was able to get 140 degrees flexion, but now I can get just 90 degrees or 100 degrees with a lot of pain. Can you please give me the information, how many degrees allows this prosthesis to your technical data".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.